Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) pcba and alarm daughterboard were found to have mold growth. It is unknown when the malfunction occurred. There is no information about patient involvement. No harm is reported.